Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the device¿s electronic records and verified the device had powered itself off multiple times during the event. Physio provided replacement batteries to the customer and replaced the battery pins due to general device maintenance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The batteries and the customer¿s data cable were not returned to physio for an evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that while the ambulance was in motion they were attempting to perform a 12 lead ECG on a patient, when their device powered itself off. The device powered itself off multiple times during this event. There were no adverse effects to the (B)(6) female patient, due to the reported issue.